Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown location/ essure could not be palpated or seen on the right'), pregnancy with contraceptive device ('post implant pregnancy/ pregnancy (with complications)') and caesarean section ('low transverse cesaren section') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, multigravida, parity 6 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010)), ectopic pregnancy (ectopic pregnancy in 2006.), elevated bp, anemia, ruptured ectopic pregnancy, corpus luteum cyst, intra-abdominal bleeding, incomplete abortion, blighted ovum, tobacco abuse, streptococcal bacteraemia, edema, cesarean section (prior cesarean section.), hernia repair, loop electrosurgical excision procedure, depression, lower abdominal pain, low back pain, uti, blurred vision and discharge vaginal. Previously administered products included for an unreported indication: pyridium and macrobid. Concurrent conditions included blood loss anaemia, pap smear abnormal and cervical dysplasia. Concomitant products included ferrous sulfate since (B)(6) 2007 for anemia, lisinopril dihydrate (lisinopril) since 2003 for hypertension, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and nifedipine since 2003 to (B)(6) 2017. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), urinary tract infection ("infections/ infection (bladder/urinary tract/vaginal) type: urinary tract"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced depression ("depression"), anxiety ("mental anguish, emotional anguish") and emotional disorder ("psychological or psychiatric problems condition: emotional disorder"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues") and migraine ("migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, pelvic pain, urinary tract infection, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage, emotional disorder, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2010. The reporter considered anxiety, caesarean section, depression, device dislocation, dysmenorrhoea, emotional disorder, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of ectopic pregnancy prior to essure insertion in the year 2006. She had a prior cesarean section. She is admitted for a repeat cesarean section ((B)(6) 2010) and bilateral tubal ligation. At the time of transverse cesarean section ((B)(6) 2010) an essure could be seen and palpable in the proximal left tube, but it could not be palpated or seen on the right. Discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2008. On (B)(6) 2010- she performed tubal ligation surgery. Patient received treatment for events ¿ migration, bladder or urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, dysmenorrhea". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown location/ essure could not be palpated or seen on the right'), pregnancy with contraceptive device ('post implant pregnancy/ pregnancy (with complications)') and caesarean section ('low transverse cesaren section') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, multigravida, parity 6 (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6)2010)), ectopic pregnancy (ectopic pregnancy in 2006.), elevated bp, anemia, ruptured ectopic pregnancy, corpus luteum cyst, intra-abdominal bleeding, incomplete abortion, blighted ovum, tobacco abuse, streptococcal bacteraemia, edema, cesarean section (prior cesarean section.), hernia repair, loop electrosurgical excision procedure, depression, lower abdominal pain, low back pain, uti, blurred vision and discharge vaginal. Previously administered products included for an unreported indication: pyridium and macrobid. Concurrent conditions included blood loss anaemia, pap smear abnormal and cervical dysplasia. Concomitant products included ferrous sulfate since (B)(6) 2007 for anemia, lisinopril dihydrate (lisinopril) since 2003 for hypertension, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and nifedipine since 2003 to (B)(6) 2017. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), urinary tract infection ("infections/ infection (bladder/urinary tract/vaginal) type: urinary tract"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced depression ("depression"), anxiety ("mental anguish, emotional anguish") and emotional disorder ("psychological or psychiatric problems condition: emotional disorder"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues") and migraine ("migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, pelvic pain, urinary tract infection, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage, emotional disorder, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2010. The reporter considered anxiety, caesarean section, depression, device dislocation, dysmenorrhoea, emotional disorder, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of ectopic pregnancy prior to essure insertion in the year 2006. She had a prior cesarean section. She is admitted for a repeat cesarean section ((B)(6) 2010) and bilateral tubal ligation. At the time of transverse cesarean section ((B)(6) 2010) an essure could be seen and palpable in the proximal left tube, but it could not be palpated or seen on the right. Discrepancy noted in essure insertion date- (B)(6) 2005 and (B)(6) 2008. On (B)(6) 2010- she performed tubal ligation surgery. Patient received treatment for events ¿ migrtion, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received: reporter, medical history and historical drug added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown location/ essure could not be palpated or seen on the right'), pregnancy with contraceptive device ('post implant pregnancy/ pregnancy (with complications)') and caesarean section ('low transverse cesaren section') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, multigravida, parity 6 (((B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010)), ectopic pregnancy (ectopic pregnancy in 2006.), elevated bp, anemia, ruptured ectopic pregnancy, corpus luteum cyst, intra-abdominal bleeding, incomplete abortion, blighted ovum, tobacco abuse, streptococcal bacteraemia, edema, cesarean section (prior cesarean section.) And hernia repair. Concurrent conditions included blood loss anaemia, pap smear abnormal and cervical dysplasia. Concomitant products included ferrous sulfate since (B)(6) 2007 for anemia, lisinopril dihydrate (lisinopril) since 2003 for hypertension, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as medroxyprogesterone acetate (depo-provera) from august 2008 to (B)(6) 2008 and nifedipine since 2003 to (B)(6) 2017. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), urinary tract infection ("infections/ infection (bladder/urinary tract/vaginal) type: urinary tract"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced emotional disorder ("psychological or psychiatric problems condition: emotional disorder"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish, emotional anguish"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, pelvic pain, urinary tract infection, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage and emotional disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2010. The reporter considered anxiety, caesarean section, depression, device dislocation, emotional disorder, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of ectopic pregnancy prior to essure insertion in the year 2006. She had a prior cesarean section. She is admitted for a repeat cesarean section ((B)(6) 2010) and bilateral tubal ligation. At the time of transverse cesarean section ((B)(6) 2010) an essure could be seen and palpable in the proximal left tube, but it could not be palpated or seen on the right. Discrepancy noted in essure insertion date- (B)(6) 2005 and (B)(6) 2008. On (B)(6) 2010- she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record was received events added from pfs- pregnancy (with complications), low transverse cesaren section, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), emotional disorder, she did not undergo confirmation test. And previous event-"infections was updated to event- urinary tract infection".and event-"migration of essure device location of device: unknown location clubbed to previous event-migration". Event-"pregnancy (with complications)" clubbed to previous event-"post implant pregnancy". Reporter information, medical history, events onset date was added. Pregnancy outcome was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown location/ essure could not be palpated or seen on the right'), pregnancy with contraceptive device ('post implant pregnancy/ pregnancy (with complications)') and caesarean section ('low transverse cesarean section') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 6 (((B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010)), ectopic pregnancy (ectopic pregnancy in 2006.), elevated bp, anemia, ruptured ectopic pregnancy, corpus luteum cyst, intra-abdominal bleeding, incomplete abortion, blighted ovum, tobacco abuse, streptococcal bacteraemia, edema, cesarean section (prior cesarean section.) And hernia repair. Concurrent conditions included blood loss anaemia, pap smear abnormal and cervical dysplasia. Concomitant products included ferrous sulfate since (B)(6) 2007 for anemia, lisinopril dihydrate (lisinopril) since 2003 for hypertension, nsaids since august 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and nifedipine since 2003 to (B)(6) 2017. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), urinary tract infection ("infections/ infection (bladder/urinary tract/vaginal) type: urinary tract"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced depression ("depression"), anxiety ("mental anguish, emotional anguish") and emotional disorder ("psychological or psychiatric problems condition: emotional disorder"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced menstrual disorder ("menstruation issues") and migraine ("migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, pelvic pain, urinary tract infection, menstrual disorder, depression, anxiety, menorrhagia, vaginal haemorrhage, emotional disorder, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2010. The reporter considered anxiety, caesarean section, depression, device dislocation, dysmenorrhoea, emotional disorder, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of ectopic pregnancy prior to essure insertion in the year 2006. She had a prior cesarean section. She is admitted for a repeat cesarean section ((B)(6) 2010) and bilateral tubal ligation. At the time of transverse cesarean section ((B)(6) 2010) an essure could be seen and palpable in the proximal left tube, but it could not be palpated or seen on the right. Discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2008. On (B)(6) 2010- she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urinary tract infection, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: fu 3 & 4 processed together. Pfs received- new events migraines/headaches, dysmenorrhea (cramping) were added. Event onset date was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish, emotional anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.